Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the missing ke45 at the distal end is traced to component failure due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue, however, during the device analysis missing adhesive (ke45) was found missing from the distal end forceps cover. There was no patient involvement reported.